Manufacturer narrative:
(B)(4). Radiograph confirming the event was received (B)(4) 2013. The screw was fractured 15-20 mm from the shank head. No revision surgery has occurred and the screw remains in the patient. No further evaluation of the fractured screw can be performed at this time. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort, prior to or during the event. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture...loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." The root cause of the failure remains unknown.

Event description:
The spherx deformity pedicle s1 screw reportedly fractured 2 months post operatively. The pelvic fixation consisted of a unilateral construct from l5-s1 with a arm15t screw, 6.5x45mm polyaxial screw at the inferior end. Female patient reportedly is doing fine, but surgeon may extend the construct to conclude therapy. No revision has occurred at this time.